Manufacturer narrative:
The customer report of a bulge in silicone segment was confirmed per photo received by the customer. Photo provided shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined.

Event description:
It was reported during an unspecified infusion the device alarmed for ¿error¿. The user changed out the module and continued the infusion, however received additional ¿error¿ alarm. At that time the user opened the module door and noticed a bulge in the silicone segment, tubing was removed and a new tubing was issued. The event occurred in the outpatient cardiology unit. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified requested patient demographics however not provided.

Event description:
It was reported during an unspecified infusion the device alarmed for ¿error¿. The user changed out the module and continued the infusion, however received additional ¿error¿ alarm. At that time the user opened the module door and noticed a bulge in the silicone segment, tubing was removed and a new tubing was issued.the event occurred in the outpatient cardiology unit.